Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient experienced a recurrent hernia and had repair surgery on (B)(6) 2011 and mesh was implanted by dr. (B)(6). On (B)(6) 2017 the patient underwent partial removal of the meshes at (B)(6) medical center in (B)(6), by dr. (B)(6). On (B)(6) 2018 she underwent an exploratory laparotomy with small-bowel resection and mesh explantation due to chronic abdominal pain with intermittent small bowel obstruction. The procedure was performed at (B)(6) medical center in (B)(6), by dr. (B)(6). It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Corrected information: manufacturing site name additional narrative: it was reported that the patient experienced adhesion and recurrence following the procedure. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.